Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since an instrument path in the brain and a craniotomy (burr hole) were applied in a different location than anticipated and intended with the brainlab navigation involved, and the cyst was not drained as intended, despite according to the surgeon: there was no (direct or increased) risk to harm a critical structure, e.g. Important brain tissue or blood vessels, due to the instrument passes nor the craniotomy. There was no harm or negative effect to the patient, there was also no prolong of the surgery or anesthesia. There are further no remedial actions necessary, done or planned for this patient. Hospitalization was also not prolonged. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the reported deviation from the intended target (cyst) by ca. 5-10mm is: the pre-surgical MRI scan used did not fulfill the brainlab requirements, i.e. Did not have a smooth, evenly displayed 3-d skin surface with low distortion, in combination with a point acquisition by the user for the patient registration to navigation not performed as required: points were not taken in all necessary areas on the face including both sides of the patient's eyes, head, and the entire profile of the nose, especially since the nose contained significant distortion in the scan used for navigation. As a result, this most likely caused the navigation software to not find an as accurate match as desired in the region of interest for this specific procedure, between the pre-operative image dataset and actual patient anatomy, as needed for accurate display of instrument locations. An additional, to a lesser extent, potentially contributing factor is the re-use of used disposable reflective marker spheres for unsterile instruments/navigation array for this surgery (specifically if the one unsterile sphere, that was identified during hardware testing to have a deformity and resulted in inaccuracies of up to 3mm at tests, was re-used). Any damage of the reflective markers due to former use, including those that are not visible to the naked eye, can affect the camera's visibility of the spheres and lead to potential navigation inaccuracies. Only new disposable marker spheres must be used, also for unsterile equipment. Apparently the resulting deviation of the navigation display was not detected by the user before making the burr hole and inserting the biopsy needle, with the necessary accuracy verification of navigation after registration, after draping, and throughout the procedure. As a further observation, different reflective marker spheres than recommended by brainlab have been used for all sterile equipment/instruments for navigation: brainlab has not validated any marker spheres other than the ones manufactured by brainlab or ndi in conjunction with brainlab navigation systems, and therefore brainlab is not in a position to determine the accuracy, compatibility or safety of these other marker spheres used for this case. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for a cyst drainage, located in the left thalamic region of the brain with a diameter of ca. 2cm and ca. 7cm deep, has been performed with the aid of the brainlab cranial navigation version 3.1. The pre-operative MRI t1 scan used with navigation was acquired one day before the surgery. A trajectory was planned. During the procedure the surgeon: positioned the patient in a supine orientation in a non-brainlab head holder, and attached the unsterile navigation reference array to the head holder. Performed the image registration with surface matching, acquiring registration points on the patient's skin surface using the z-touch laser pointer and the softouch, to match the display of the navigation to the current patient anatomy, verified the accuracy and accepted the registration to proceed. Removed the unsterile navigation reference array, draped the patient, and attached a sterile reference array. Determined the planned trajectory with the navigated pointer on the patient's anatomy, and marked its entry point on the skin. Aligned the navigated varioguide to the trajectory entry point, moved the varioguide again out of the way to create a burr hole of ca. 1.5 cm at the marked entry. Re-aligned he varioguide to the planned trajectory, and passed a navigated biopsy needle through it down to the target. Aspirated fluid from the biopsy needle and suspected that fluid might look like cerebrospinal fluid (csf). Re-verified accuracy of navigation on top and side of the head. With no changes, passed the biopsy needle down again to the same target, and the fluid looked the same as before. Closed the burr hole and completed the surgery. A post-surgery CT scan was performed, from which the surgeon determined that the intended target of the cyst was missed by ca. 5-10mm, the entry point and burr hole deviated ca. 1.5cm anteriorly from the intended/planned location. The cyst was not drained as intended at this surgery, its size did not decrease. The surgeon considers to maybe perform a revision surgery for drainage. According to the surgeon: there was no (direct or increased) risk to harm a critical structure, e.g. Important brain tissue or blood vessels, due to the instrument passes nor the craniotomy. There was no harm or negative effect to the patient, there was also no prolong of the surgery or anesthesia. There are further no remedial actions necessary, done or planned for this patient. Hospitalization was also not prolonged.